Event description:
It was reported that the lead was out of position and the physician was unable to reposition the lead. Also noted was inappropriate thresholds. The lead was extracted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.